Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer displayed an error message. Analysis noted that the stylus did not align with the cursor on the display screen and the stylus was not able to be calibrated. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. The nylon spacer between the link electronic module (lem) and the motherboard was replaced as a preventative measure. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed and error message. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.